Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, the surgeon able to press the green button and squeeze the handle however the device could not be fire. In addition it was reported that the device handle made a loud sound and the handle was loose. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.